Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the patient is experiencing a rash approximately four weeks post op which went away with medication. The rash returned in (B)(6) of 2020. The rash is red and resembles hives and it is in the location of the hip and spreading to the upper thigh and also causing inflammation throughout the leg. The patient had a hip orthoscopy lateral repair (B)(6) 2019. Per the patient's comments, the recovery went as scheduled until the rash became evident.